Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 320 which was reproduced while attempting to load a set. System error 320 was confirmed by a single event found during a review of the event history log. This was caused by a failed upper latch switch. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 320. It was also reported there was no patient injury.